Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the failure to open was not determined. The failure occurred in the distal section of the pipeline. The device had not been placed in a vessel bend when the issue was observed. No additional steps or adjunctive devices, such as resheathing, wire/catheter manipulation, or balloon assistance, were attempted to open the pipeline.

Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex device was returned within a shipping box, a plastic bio-pouch, an open pipeline flex inner pouch, and a dispenser coil. ¿ visual inspection/damage location details: no bends or kinks were found with the pipeline flex pusher. The pipeline flex pusher re -sheathing pad, sleeves, and tip coil were found to be in good condition. The pipeline flex braid was returned already detached from the pusher. Therefore, the proximal and distal ends of the braid could not be identified. Both ends of the pipeline flex braid were found open and damaged (frayed). ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open distal¿ report could not be confirmed as both ends of the pipeline flex braid were found open. Possible causes of ¿failure/incomplete open distal¿ include patient vessel tortuosity, damaged braid, or user deploys braid in vessel bend. As the braid was not deployed in a bend, it is likely that the patient¿s severe vessel tortuosity and the damage found with the braid contributed to the failure to open. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the surgeon used a ped-5.0-25 stent to treat a left internal carotid artery ophthalmic artery aneurysm. The stent was delivered to the m2 segment of the internal carotid artery. After opening in the straight segment, it pulled against the rivet at the end of the internal carotid artery. At the neck of the aneurysm, repeated pushed and pulled failed to open. The surgeon retrieved and deployed the stent again, but still failed to open. Then, the stent was replaced with a 4.75-25 stent, and the surgery proceeded smoothly. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The pipeline was used for an approved on-label) indication. The patient was undergoing surgery for treatment of a saccular, unruptured ophthalmic artery aneurysm with a max diameter of 8 mm and a 6 mm neck diameter. The landing zone was 3.7mm distally and 5.0mm proximally. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered. The angiographic result post procedure was right internal carotid artery ophthalmic artery aneurysm.